Event description:
It was reported that the blood oxygen saturation of patient dropped to 78% when in the emergency room. Endotracheal intubation was given immediately. After intubation, the air bag was inflated and the gas could not be filled. Considering the air leakage of the air bag, the endotracheal intubation tube was replaced and re inserted. After the air bag was inflated, the blood oxygen saturation rose and the patient's vital signs became stable. No further adverse patient effects were reported.